Event description:
The customer alleges for about two months he gets undosed results when he attempts to perform a blood glucose test. The customer was aware and did not treat himself on the undose results. He is using his wife's meter as a backup. Controls were not run. No adverse event reported. Return requested and replacement was sent.